Manufacturer narrative:
No button error alarm noted. Failure analysis found up button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The wife reported via phone call that the customer received a button error alarm. The customer's blood glucose was 98 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.